Manufacturer narrative:
The event unit was returned to applied medical for evaluation. During testing, engineering was unable to confirm the complainant's experience, as the device functioned as intended. Engineering reviewed the device activation logs that were extracted from a microchip in the device plug. A review of the device log indicated there were no inconsistent seal cycle entries during the procedure. The root cause of the event could not be determined as engineering was unable to replicate the event. Although the root cause could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic hemicolectomy (right). During a right laparoscopic colectomy the device did not seal properly on a vessel of the mesotransversum. After sealing and cutting hemostasis was not performed (tissue was still bleeding and the surgeon needed to suture to stop the bleeding). The colon was completely freed; the ileocolica still in tact. There was minor traction on the tissue during sealing. No comorbidities except of hypertension. No previous surgery. Low bmi (very slim). Additional information received from rep on 18jul2017: the vessel that was being sealed was smaller than 5 mm in diameter. The tension on the tissue was produced using the voyant device. The device had been used for approximately 1 hour when the insufficient hemostasis was noticed. The insufficient hemostasis was only noticed once, which is this incident. There was no eschar buildup on the jaws. The jaws were cleaned with moisturized (nacl) gauze. The jaws were not surrounded by fluid when the device was activated and the insufficient hemostasis was observed. There were no generator alarms. The patient did not exhibit any vascular pathology and was not given anticoagulation medicine. The device was not activated on diseased or inflamed tissue. Patient status: no patient injury or illness occurred associated with the complaint event